Event description:
Drawing labs using trifuse. After drawing back my waste and clamping the tubing, the clave detached from the tubing of the trifuse. No harm to patient. Manufacturer response for stopcock, i.v. Set, ICU medical (per site reporter). Waiting for closure letter from ICU medical.